Event description:
It was reported that during setup or inspection, the buttons of the footswitch were not working. A back-up device was available, and no surgical delay was reported. There was no patient involvement.

Manufacturer narrative:
H11: internal complaint reference (B)(4).

Manufacturer narrative:
H2: corrected information in h6 (investigation findings, conclusions & component code.). H3, h6: the reported device was received for evaluation. Visual inspection of the returned device noted missing springs in the middle pedal. Functional evaluation revealed that the device runs continuously without stopping due to the missing springs in the middle pedal. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the missing spring include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (impact event to the device inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.